Manufacturer narrative:
Event date approximate.

Event description:
Information was received from the patient's caretaker regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had their shaking symptoms return, and as a result had their ins replaced to resolve the shaking. No further complications were reported as a result of this event.